Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The insertion site was the thigh, and infusion set was in use for 12 hours. Patient also experienced high blood glucose level at the time of the event and took insulin pump to resolve the issue.

Manufacturer narrative:
Initial 1 of 3. E1: name: (B)(6). Country: united states of america. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.